Event description:
A caller reported a continuous glucose monitor (cgm) error. There was no adverse impact to the customer's blood glucose level. Technical support provided instructions for a complete pump reset, guiding the caller through the process. After the reset, the cgm error did not reappear, and the caller was able to successfully start their sensor session.